Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation, the device has reached its end of life. Since the device was not returned, physical investigation could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the coolgard console (sn (B)(4)) was used for ivtm therapy. The console temperature was set at a controlled rate of 0.25°c/hr, however, during the three and a half hours the patient did not rewarm. The console displayed a tcmid:07 (coolant temp high) error message. The console was restarted without any changes to the patient temperature. To continue the treatment, another console was used. No patient harm or consequence reported on this event